Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The switch was adjusted to make contact and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the door open message on the pendant would show when the door was closed. The representative applied pressure to the side of the gantry did not resolve.